Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an office visit, myopotentials were seen during arm maneuvers. The r-waves on the right ventricular (rv) lead were noted to be low. The lead remains in use. No patient complications have been reported as a result of this event.